Event description:
A customer contacted beckman coulter regarding an erroneously low troponin (accu tnl) result from a single pt sample that was generated by the access instrument. The initial accu tnl result was 2.04ng/ml. The pt original sample was re-tested for accu tnl and the result was "unr". The customer re-tested the pt original sample 2nd time and obtained 2 results of 0.00ng/ml. The customer then replaced the reagent pack on the instrument and re-tested the pt original sample 3rd time; the results were 1.78ng/ml and 1.80ng/ml. The customer indicated that the results obtained in this event were not reported out of the lab. The customer did not receive any report of pt injury requiring med intervention or change to pt treatment that can be attributed to or connected with this event.